Event description:
A report was received from (B)(6), stating that the device has oil contamination. It is unknown if the device was used during surgery. However, it is also unknown if there was user death or injury. There also was no report of pt injury or medical intervention. The date of the event is unknown. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref: # (B)(4).